Event description:
During a review of medical records received (B)(6) 2013 a bradycardia arrest was reported. The day of the event was not specified.

Manufacturer narrative:
It was reported that the pt experienced an adverse event during treatment with fresenius products. A system level review is being conducted for all concomitant products in use during the treatment. It is currently unk if the pt's unresponsiveness was related to the reported event. The pt has several co-morbidities including but not limited to, end stage renal disease secondary to diabetes mellitus, diabetes mellitus for 30 years, hypertension, coronary artery disease with history of coronary angioplasty, history of ejection fraction of 63%. Malignant hypertension, bradycardic arrest x2, junctional tachycardic event, acute and potentially chronic hypoxic respiratory failure, congestive heart failure. Old myocardial infarction, polyneuropathy and the pt was oxygen dependent. After multiple attempts, there has been no further info provided as to the bradycardic event experienced by the pt from the initial reporter. There is not enough info to rule out the possibility at this time that the bradycardic event was not related to the dialysis treatment, therefore a serious injury MDR is being filed. A supplemental medwatch report will be submitted once the plant investigation and clinical investigations are complete. This is one of 4 MDR's submitted to document this reported event. Please reference the following MDR numbers: 2937457-2013-00132, 00297, 00507, 02230.